Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a crack. The customer was unable to get the insulin pump to stop scrolling. Customer's blood glucose level was 46 mg/dl. The customer was hospitalized on (B)(6) 2016 with a low blood glucose level of 22 mg/dl. The paramedics were dispatched as a result of the low blood glucose level. Someone found the customer and gave her sugar. The customer over dosed because the continuous glucose monitoring system said she was high. The customer was wearing the insulin pump at the time of hospitalization. The customer experienced a hypoglycemic event. The device was not returned.